Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number (B)(4).

Event description:
It was reported that patient experienced a hyperglycemic episode on 07 mar 2026 that required hospital admission and treatment with intravenous fluids at hospital. The patient presented symptoms like feeling sick unwell flu like vomiting. That stabilized later and patient was discharged after twenty four hours of admission.